Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 d4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available. H3 investigational summary: the product received for analysis was identified as product code pdp775d.visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported a patient underwent a caesarean section on (B)(6)2024 and suture was used. The doctor sutured the superficial fascia by interrupted suturing to close incision, the needle got buried in the tissue. When he tried to pull the suture slowly on the root of the suture, the suture fell out along with the swage part of the needle. An x-ray was taken to find the needle, and it was successfully removed. There were 30 minutes surgical delay. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? What measures were taken to retrieve the broken piece?=>unk ? Was there any additional tissue damage as a result of searching for the needle piece?=>such issues were not reported. ? Were there any unexpected outcomes or complications as a result of the prolonged surgery time?=>no ? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>(B)(6)? Please perform and document the follow-up attempt for product return. =>the device has been received at (B)(6)and will be shipped. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.